Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was caused by use error - poor aseptic technique. A batch review was conducted on potentially associated lot h10k02044 and no issues were found related to the reported condition during the manufacture of that lot. The label review found the labeling adequate for the use error(s) identified in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous nurse report from the USA of peritonitis in a female patient (age not reported) coincident with dianeal pd4 ambuflex and dianeal pd2 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd2 ambuflex (dosages, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse stated that the patient is just a dirty person overall. On (B)(6) 2011, the patient was diagnosed with peritonitis. The nurse reported that the cause of the peritonitis was due to the patient's dirty apartment. Treatment information and action taken with dianeal therapies were not reported. The patient had not recovered from the peritonitis. The nurse stated that the peritonitis was not related to dianeal therapies. An opinion of causality was not reported for the event of patient just a dirty person overall. Follow-up information ((B)(4) 2011): further information was obtained from the pd nurse. The patient was discharged from the hospital on (B)(6) 2011. The outcome for the event of peritonitis was unknown at this time. On (B)(6) 2011, dianeal therapy was withdrawn and the patient began hemodialysis. This is report 1 of 2 involved in this peritonitis event.